Manufacturer narrative:
Covidien reference: (B)(4). One e360 compact flash card was received for investigation. The compact flash card was installed into a test ventilator, and upon powering the unit, it was confirmed that there was no software or data installed. The ventilator exhibited a black display, and a single blinking cursor was present on the monitor. The software was downloaded into the unit, and it was able to power on and functioned as expected. The customer reported malfunction was verified and due to no software installation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator waveform screen went blank. A system error alarm was generated and the indicator was blinking red. The device was recovered by rebooting. The patient was then removed from the ventilator and transferred to a different ventilator. There was no report of patient harm as a result of this event.